Manufacturer narrative:
Concomitant medical products: 1258t, lead, implanted: (B)(6) 2014. C2tr01, crt-p, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional atrial beats were falling either in the blanking period or if they were being undersensed, on the right atrial (ra) lead. This lead remains in use. No patient complications have been reported as a result of this event.